Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that a dotted line was observed twice while using the mobile programmer analyzer and the mobile programmer application became unresponsive after selecting end session. It was determined at analysis that a loss of bluetooth connection occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) upgrade, a dotted line was observed twice while using the mobile programmer analyzer. It was also reported that during the crt-d device switch, the mobile programmer application became unresponsive after selecting end session, preventing further navigation. Troubleshooting steps were taken to include performing a hard reboot of the host tablet, after which normal operation resumed, and subsequent switching back to the original crt-d occurred without issue. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.3.